Event description:
It was reported by an attorney that their client, a user facility, was in litigation with a pt who claimed to have sustained scarring after treatment with a vasculight laser.

Manufacturer narrative:
Reasonable attempts were made to obtain add'l info from the user facility, however none was provided. The subject device was last serviced by lumenis on (B)(6) 2009. At that time, the technical subject matter expert observed that calibration was within 5% of manufactured specifications which is within acceptable limits. It was further observed at the time that the treatment head was reaching the end of its serviceable life and should be replaced. A review of sales records concluded that no replacement treatment head was purchased from lumenis. No info regarding the incident date, pt's reported permanent impairment, or the details of the treatment were provided, therefore, no root cause could be determined. Should add'l info be reported a f/u MDR will be filed.